Event description:
The iab was inserted into the patient on 3/18/97 at 6:15 am and removed on 3/18/97 at 2:15 pm. The iab did not malfunction. As a result of the event, there were bleeding complications from the event and the iab needed to be removed. (Event complications: bleeding complications/removal required) - reported 4/21/97. (Pt's current status: discharged-rpt's 4/21/97.)